Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's flexvision computer was not booting, which can impact system booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and found that the malfunctioning of the flexviewing pc. Upon troubleshooting, it was found that the no drive activity and no green light-up in the flexvision pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction and identified the failed hdd bay/hdd components. Furtherly, the issue was resolved by replacing the flexviewing pc and reinstalling the software. After then, the flexvision monitor displays as expected, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.